Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Actions taken with dianeal therapies were not reported. The patient was diagnosed with and hospitalized for peritonitis manifested by hazy drain. Treatment and the cause of peritonitis were not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This is a report of a home patient (hp) who acquired peritonitis and subsequently passed away. The cause of death was reported to be cardiac arrest. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.